Event description:
Reference attached user facility medwatch # (B)(4). Medwatch received from user facility indicates nine (9) unknown synthes implants that were explanted during the revision of a right total elbow arthroplasty with bearing exchange. The implants were identified as nails (pin-like), screw nuts and arrow shaped pieces. Reportedly, the pin broke and caused the elbow to lock. This is the 1st of 9 reports submitted on this event. Failed right total elbow arthroplasty - patient felt a pop and pain and locking of elbow. Implant appears well fixed but hinge pin appears out of place. Appears to have a pin failure for the retained mechanism for the bushings. Removed the plastic bushings, which were worn, as well as the fragmented portions of the previous looking pin. Synthes hardware - implanted at another facility. Explanted: 3 round plastic pieces consistent with screw nuts; two stainless steel nails (pin-like) (letters on "head" top of each nail reads "sml reg") and 4 stainless steel metallic arrow shaped pieces. Procedures - revision right total elbow arthroplasty with bearing exchange, components were not revised.

Manufacturer narrative:
(B)(4). Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.